Event description:
A facility reported that the "c" clamp on the mayfield 2000 skull clamp (a2000) could not hold the fully fixed position and has a little movement even when the latch is in the closed position. They believe this is a critical fault during surgery. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the hex bushing replaced due to having too much movement in the lock. Unit was machined to add helicoils to the large starbursts. All worn components were replaced and general maintenance performed. Root cause analysis: complaint confirmed via inspection of the unit. The rocker arm assembly has some movement. The hex bushing was replaced due to the movement of the lock. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.